Event description:
It was reported that one patient sustained a septal perforation and a second patient sustained an alar scar after nasal laser turbinectomies using a nasal fiber.

Event description:
It was reported that one patient sustained a septal perforation and a second patient sustained an alar scar after nasal laser turbinectomies using a nasal fiber.

Manufacturer narrative:
An evaluation of the event details by a lumenis medical subject matter expert concluded the root cause to be burying of the nasal fiber in tissue while ablating, causing debris build up at the fiber tip in contradiction to device labeling.

Manufacturer narrative:
An evaluation of the event details by a lumenis medical subject matter expert concluded the root cause to be burying of the nasal fiber in tissue while ablating, causing debris build up at the fiber tip in contradiction to device labeling.

Manufacturer narrative:
An evaluation of the event details by a lumenis medical subject matter expert concluded the root cause to be burying of the nasal fiber in tissue while ablating, causing debris build up at the fiber tip in contradiction to device labeling.

Event description:
It was reported that one patient sustained a septal perforation and a second patient sustained an alar scar after nasal laser turbinectomies using a nasal fiber.